Event description:
It was reported that it started taking too much time to charge the device from around 1 to 2 months ago. It takes approximately 10 minutes when increasing from 40% to 50%; 50% to 60% is 30 minutes; 60% to 70% is 30 minutes; 70% to 80% is 30 minutes or longer. Trying to charge from 80% to full takes an hour of effort, but it never reaches 100%. As a result, it hasn't been possible to achieve a full 100% charge lately. It took less than an hour to reach 100% immediately after implantation, which was much faster than the previous implant. Charging is interrupted when the posture is slightly changed, so the patient must lie down with their body straight to charge, which causes back pain and makes it difficult. It was informed that the physician would check the settings and investigate the reason for the change in charging time. It was mentioned that the patient could not wait until the next appointment on (B)(6) and wanted to be seen by the person in charge sooner, so it was advised to consult the medical institution to reschedule the appointment to an earlier date. It was mentioned that they would call the hospital to see if the appointment could be rescheduled around on (B)(6) and informed them that the patient¿s situation will be reported to the person in charge. The issue remains unresolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.